Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a device manufacturer representative (rep) regarding a patient who was receiving 15 mg/ml dilaudid at 4.999 mg/day and 1 mg/ml bupivacaine at 0.333 mg/day via an implantable pump for non-malignant pain. It was reported that the patient had pain, diarrhea, nausea, and vomiting escalating into confusion starting on (B)(6) 2016. After two days, the patient was taken to a family practice doctor, who diagnosed the patient with an intestinal virus or intestinal flu and prescribed generic phenergan, which had helped with the patient's nausea and vomiting, but the patient was more confused and very lethargic. It was noted that on (B)(6) 2016, the patient was less confused. Then on (B)(6) 2016, the patient was having problems with his personal therapy manager (ptm) that the patient's hcp had prescribed and coupled to the patient's pump approximately one year ago. The patient had not used the ptm since (B)(6) 2016 as the patient was getting adequate pain relief at a simple continuous dosage. However, now [(B)(6) 2016] when the patient attempted a bolus, he would get an 8286 code [empty reservoir]. Neither the patient nor the wife had heard any single tone or two tone alarms. The home screen of the patient's ptm showed the patient's refill date as (B)(6) 2016. When asked if the patient had a refill scheduled prior to that date, it was stated that the refill date from the doctor's office was scheduled for (B)(6) 2016. Prior to (B)(6) 2016, the patient's pump medication was morphine 50 mg/ml plus bupivacaine 1 mg/ml. The simple continuous dose had morphine at 20.984 mg/day and bupivacaine at 0.4197 mg/day. On (B)(6) 2016, the physician changed the patient's drug to hydromorphone at 15 mg/ml plus bupivacaine at 1 mg/ml with a daily simple continuous dose of hydromorphone at 4.9999 mg/day and bupivacaine at 0.333mg/day. Patient activated dosing was noted to be 0.100 mg hydromorphone and 0.0359 mg bupivacaine with lockouts set as 4 hours and 6 doses per 24 hours. A bridge bolus was planned on (B)(6) 2016, but when the pump manager selected the daily dose of the old drug in the pump, it was programmed at a daily delivery of 2.4 mg/day morphine, making the bridging period 214 hours. Once delivered, the hydromorphone was to be delivered at a daily rate of 4.999 mg/day. It was unknown if the hcp caught the duration of the bridge bolus and the radical change of the daily dose of morphine later, but he had the patient return to the office on (B)(6) 2016 and reprogrammed the pump. The hcp cancelled the bridge bolus completely and programmed the pump to deliver hydromorphone at a daily rate of 7.998 mg/day with a patient activated dose of 0.2 mg every 4 hours with a maximum of 6 boluses in a 24 hour period. The low reservoir alarm was (B)(6) 2016 and the hcp had written orders for the patient to return to the office on (B)(6) 2016 for a pump refill. However, it was discovered that the hcp's office never changed the refill date from the original refill date of (B)(6) 2016 that the patient was given on (B)(6) 2016. It was noted that after the august refill, the patient experienced very similar symptoms and what he now knew were withdrawal symptoms for approximately one week. After that, the patient felt good enough with the new pump medication that he did not even require bolus doses from the ptm. It was not until the weekend on (B)(6) 2016 that the patient and his wife began wondering if the symptoms might be due to his pump and contacted a device manufacturer representative (rep). The rep met the patient and his wife at the hcp's office on (B)(6) 2016 at 8:00 to follow up. The patient was to be refilled on (B)(6) 2016 at 1:30 pm central time by the hcp. It was also noted that the patient had gone to the doctors office alone on (B)(6) 2016 for follow-up and it was thought that the patient's dosage was adjusted, but the wife did not know the dose. The patient was not given a printout or a different refill appointment, but the patient was very forgetful so some of the miscommunication could have lied with the patient. The patient was noted to be "alive - no injury".

Event description:
Additional information received on 2016-nov-28 reported that patient has decreased hearing capacity, and wife did not hear the alarm either until the morning of (B)(6) 2016. Manufacturer representative heard the empty reservoir critical alarm while in office with the patient. It was noted there was no device issue, but was due to patient's hearing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.